Event description:
I use a aircurve 11 a bipac breathing machine to treat my apnea. This device is made by resmed.com and the water chamber frequently runs out of water. This results in a very in me breathing a very plastic burnt odor smelling air. This cannot be healthy. You may feel free to call or text me at (B)(6) regarding a solution. I will also be providing this information to the company.